Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked canula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported having blood glucose levels between 250 to 290 mg/dl. The customer attempted to bolus several times, but her bgs would not go down. When the pod was removed, the customer noticed that the cannula was kinked.